Event description:
It was reported that during implant attempt, the lead was unstable in the desired location due to difficult anatomy. The lead was not used and a new lead with active fixation was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).